Manufacturer narrative:
No sample has been returned for evaluation for the report of silver dust at incision site; therefore, the condition of the product could not be verified. A review of the device history record traceable to the possible lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are twelve additional complaints associated with the lot for the reported issue. The root cause for the customer complaint issue could not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that at the end of a procedure, silver dust was observed at the incision site, left eye. The particles could not be completely removed from the wound at the end of the procedure. The surgeon suspects particles are from the knife. Additional information has been requested.